Event description:
It was reported that the patient had an infection at the ipg pocket incision site. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7082867.

Event description:
It was reported that the patient had an infection at the ipg pocket incision site. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility. Additional information was received that the patient had a healing wound from the recent surgery with notable cellulitis surrounding the area and the patient was admitted to the hospital for evaluation and treatment. The physician believed that the infection was device related. The patient was placed on antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316.. Batch: 32979830.